Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no repeat procedure was performed and it is stated that intervention was required, but no details were provided. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubricant was used to facilitate placement of the capsule and the defective device will be returned for investigation.